Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the sensor wire appeared to be "missing" on multiple sensors. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.